Event description:
It was reported that the patient heard their device alarming. A remote monitoring transmission indicated a power on reset (por) and premature battery depletion. The patient was admitted to the hospital for monitoring. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the field-reported por. Visual examinations failed to reveal evidence of device malfunction that would account for the resets. No evidence of external or internal arcing was observed. Additional analysis demonstrated the device to be fully functional with no new por. No hybrid anomalies were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional analysis was performed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the power on reset. Visual examinations failed to reveal evidence of device malfunction that would account for the resets. No evidence of external or internal arcing was observed. Additional hybrid analysis demonstrated the device to be fully functional with no new power on reset. No hybrid anomalies were observed. Battery analysis revealed a lithium-plating breach along the top edge of the anode separator adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the device not meeting expected longevity and the two power on reset events resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.